Event description:
The manufacturer received information from uno legal litigation in reference to a recertified dreamstation CPAP with an allegation of eye irritation, asthma (new or worsening), respiratory failure and autoimmune disorders. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.